Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08may2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report of zone 10 not populating zone 09 not opening was confirmed during fse testing and subsequently confirmed in the dchu testing process. According to work order (B)(4), drawer zone 9 was not opened, and the issue was resolved by replacing the modular control board. Customer verified all drawers functionality, and it was successful. During dchu visual inspection: p/n (B)(6) the laboratory inspection confirmed that the pcba pmc pyxis mini fw1-12 had thermal damage in component u501. During dchu testing: p/n (B)(6) no further laboratory tests were required due to the thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr. 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 9 would not open and drawer 10 was not populating in pop buttons. The root cause of the reported zone 10 not populating and zone 09 not opening issue was identified as a faulty pcba pmc pyxis mini fw1-12 due to the thermal damage on the component u501 resulting from an electrical failure. There were no adverse events or injuries reported based on this event.